Manufacturer narrative:
Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, implanted: (B)(6) 2018, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2018 for an verify enhanced advanced evaluation (ae) for urgency frequency. It was reported that the patient was groggy after the procedure. On (B)(6) 2018 it was reported that the patient¿s symptoms were ¿terrible¿ as they were going every half an hour or so. They also mentioned that they ¿wires¿ may have moved because they were feeling the stimulation when they stood one way but if the moved they did not feel it. Follow up information received from the patient on april 12, 2018 reported that they felt the leads had migrated as they lost stimulation. They also stated that they did not feel uncomfortable when they turned the stimulation up. Additional information received from the patient on april 18, 2018 reported that their device had ¿connection problems¿. They requested the manufacturer¿s representative contact them. It was unknown if there were any environmental/external/patient factors that may have led to the issue. Also, it was unknown if there were any interventions/actions taken to resolve the issue. It was unknown if the issue resolved at the time of report. No surgical intervention had occurred and none were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.